Event description:
It was reported that the patient had a reaction to the tap iii that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that there was numbness (exact site unknown).

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients sex was not provided when asked. The patients weight was not provided when asked. The patients ethnicity/race was not provided when asked. Date of event was not provided when asked. Relevant tests/laboratory data and other relevant history was not provided when asked. Device information is not applicable with the exception of serial number as the device is manufactured by prescription. Device is manufactured by prescription and not implantable.

Manufacturer narrative:
The device was not returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) the retained samples from both lots were reviewed. No manufacturing deviations or abnormalities are known. We have no further complaints except the ones known from gl. Erkodent review: lot# erkodur e2mm11594 (erkodent) was manufactured from march 22, 2021 and was assigned an expiration of march 2024. Lot# e-pro ep2mm11584 (erkodent-pro) was manufactured from march 04, 2021 and was assigned an expiration of march 2024. Supplier (airway management) no deviation. C of c (certificate of conformance) analysis, shows material compositions are within specification. Airway management review: part #: 12k-orgt-21 was manufactured on september 20, 2021 and no expiration date was noted. Kit #: pkt12k-orhd-21 was manufactured on september 23, 2021 and no expiration date was noted. Garreco acrylic review: supplier reviewed c of a (certificate of analysis), a chemical analysis report, and confirmed material compositions are within specification. Sandvik osprey monomer review: supplier reviewed c of a (certificate of analysis), a chemical analysis report, and confirmed material compositions are within specification. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results no device has been returned from the customer. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. Per tap3 patient instruction_prtd17 rev. I, the "home care instructions" section states the following: · rinse with water before use. Always brush your teeth and floss well before inserting the tap¿ 3 in your mouth. · each morning after use, thoroughly clean your tap¿ 3 appliance using a regular soft toothbrush, cool water and toothpaste. Hot water should not be used. · rinse thoroughly after cleaning and dry the appliance completely before storing in the container. It may help to leave the container open to ensure that the tap¿ 3 dries thoroughly. Per tap3 patient instruction_prtd17 rev. I, warning: the tap¿ 3 should be stored in a cool dry place. The appliance is made from sensitive materials and should not be stored where temperatures exceed 120of, such as in the glove compartment of a car or the cargo hold of an airplane. Do not clean the appliance in hot or boiling water, nor to soak it in bleach or hydrogen peroxide which will cause the trays to distort or the lining to become brittle and delaminate. Per tap3 patient instruction_prtd17 rev. I, warning: do not dissemble any of the tap¿ 3 hardware. The tap¿ 3 is a medical device and the patient must not tamper with it other than following specific instructions in the patient instruction booklet. This complaint will be kept on record for tracking and trending purposes.

Manufacturer narrative:
Corrected data: b2, e1, h6. CAPA 23-006. Manufacturer reference: (B)(4).